Event description:
During service by baxter, the infusion pump was found to contain a malfunction of "not working stop key on pumphead module keypad channel a." This event occurred during product evaluation. No additional information was available.

Manufacturer narrative:
The software version is 5.04.00, and is categorized as unremediated.

Event description:
An umbilical catheter was found leaking tpn. A nurse practitioner found a break in the lumen about 0.5 -1 cm. Past the suture.

Event description:
The facility representative contacted baxter to advise that a colleague volumetric infusion pump had smoke coming from the pump in an unknown process step. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report.

Manufacturer narrative:
There is a CAPA investigation associated with this report. It was discovered in service at baxter that there was an inoperable stop key on the channel a pumphead module keypad. The channel a pumphead module keypad was replaced.

Manufacturer narrative:
(B) (4)the follow up report submitted was missing the aware date. The aware date for follow-up #1 is 04 november 2009.